Manufacturer narrative:
The original device has been discarded by the end-user. Lot samples from two (2) lot numbers are being returned to conmed for eval; yet, have not been received to date. A supplemental report will be filed after the quality engineering investigation has been completed.

Event description:
It was reported, "padpro product burned a pt, first degree burn." The burn occurred on the pt's chest and encompassed the entire surface area where the pad was placed. This occurred at 150 joules, synchronized shock during a ep lab shock. The pt was followed up by a physician who prescribed hydrocortisone cream to be applied to the site.